Event description:
An impella rp flex was placed to the right side/pulmonary, via the femoral vein, in addition to the impella 5.5 for a bipella support. The 5.5 was investigated also within (B)(4). The 73 year old male patient had been admitted in for surgery and had a coronary bypass (CABG) performed for the known coronary artery disease. On the day of implant there was a spontaneous right hemothorax that was treated by a chest tube and blood product infusion for a dropping hemoglobin. The hemoglobin was noted to be a low of 8.3g/dl. The physicians stated the impella was not the cause of the hemothorax. The pump was explanted after 3 days of support. Anticoagulation necessary for the pump placement and support can contribute to bleeding. The hemothorax will be conservatively reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details.